Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of aseptic peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). At the time of this report, the action taken with dianeal pd4 and extraneal therapies was ongoing. On (B)(6) 2011, the patient experienced cloudy peritoneal effluent and was hospitalized. On (B)(6) 2011, the patient began remedial treatment for the aseptic peritonitis with an unspecified antibiotic (IV, dose and frequency unknown). On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was unknown. The event of aseptic peritonitis was resolving with antibiotic therapy. As extraneal was ongoing; it is unlikely to be associated with the event.